Event description:
First pt with burning from ns 0.9% flush: the amount of burning type pain far greater than the initial IV start. Pt did not complain at all with IV start and had fallen asleep while securing the line. When flushed again with saline she screamed in pain. Pt had 2 other IV placed earlier that was causing her a burning pain and it was removed and IV restarted. Pain subsided after a few moments. Two more pts (report to follow).